Event description:
Philips received a complaint by the customer on the v60 indicating that the barometric pressure reading was very different from the measuring device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm reported. The customer called technical support to report that the barometric pressure reading was very different from the measuring device. While the remote service engineer (rse) was on the phone with the customer, the customer noticed the barometric pressure was not reading in mmhg. After changing the barometric pressure reading to mmhg, the customer confirmed that the readings were within range. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.